Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)); stockert 70 system (model# m-5463-01 serial# (B)(4)); coolflow pump (model# m-5491-02 serial# (B)(4)); soundstar catheter (model# m-5723-17 serial# unknown). (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent a premature ventricular contraction (pvc) ablation procedure for idiopathic ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered heart block av third degree requiring cardiac pacemaker insertion. A left-sided pvc was mapped near a left-sided his signal. Initially, ablation in this area affected the pvc without interfering with conduction. During the last ablation, a junctional beat was observed and the physician stopped radiofrequency application. Complete heart block was confirmed via electrocardiogram. Permanent pacemaker was implanted. Patient was reported to be in stable condition at the time this complaint was reported. There is no information regarding extended hospitalization. Patient outcome is unchanged. Physician's opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the complete heart block was due to the proximity of the origin of the pvc to the his potential.